Manufacturer narrative:
The hill-rom tech found the plug on bed power cord and the wires inside plug had come unscrewed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the power cord to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the power cord sparked when inserted into/out the outlet. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).